Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump could not rewind, and that it had a no delivery alarm. The customer was transferred via telephone for further assistance. The customer's blood glucose value was unknown. No further information was provided.